Manufacturer narrative:
The rod was returned for evaluation and the reported issue was confirmed through visual inspection. The root cause of the reported event can be attributed to the patient's weight bearing activities.

Event description:
Information received alleged patient suffered a fall landing on the effected side. After the fall patient reported no pain but rotational instability in the limb.

Event description:
It was reported that allegedly the patient's precice nail is damaged; the patient possibly bored weight on the leg. The physician revised the precice nail without incident.